Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence possibly due to an incorrect sizing. A surgical procedure was performed, and the pump, cuff and pressure regulating balloon (prb) were explanted and replaced. There were no patient complications.